Manufacturer narrative:
One device was received. The customer reported issue was able to be replicated through the latch lock test. The cause of the reported issue was a non-functional latch lock sensor. The reported issue was resolved by replacing the latch lock sensor. Upon further investigation, found the lcd lens was scratched, downstream occlusion (dso) seal was detached, the device alarmed upstream occlusion error, and the battery door was missing. The device was repaired by replacing the lcd lens, dso seal, upstream occlusion (uso) sensor and new door was added. The device passed all functional and delivery tests performed after repair activities were completed.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited "latch sensor defective". There was no patient involvement.